Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the occurrence were observed. Evaluating the complaint description and sample provided by the customer it was possible confirm premature plunger activation. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. H3 other text : see h.10.

Event description:
It was reported that plunger error occurred after use with a syringe solomed 5ml ll 22x1. The following information was provided by the initial reporter, "the defect occurred in the internal safety lock. The plunger is broken (it already came broken, because the customer did not had not use the syringe)."

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger error occurred after use with a syringe solomed 5ml ll 22x1. The following information was provided by the initial reporter, "the defect occurred in the internal safety lock. The plunger is broken (it already came broken, because the customer did not had not use the syringe)."